Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. Further testing of the device was unable to reproduce the undetected upstream occlusion. The upstream sensor was found to be out of specification which caused the undetected alarm. As a result the upstream sensor has been replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.